Event description:
It was reported to medtronic minimed that the customer reported the transmitter kept losing signal and had a loss of communication issue between the insulin pump and the transmitter. The customer reported no adverse event. The event involved products mmt-1884l, mmt-7841zn, and mmt-7040b. Troubleshooting was performed, and the transmitter serial number is programmed in the manage devices screen. Pump is in the process of making multiple attempts to re-establish communication with the transmitter. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the insulin pump and sensor. No product return is required for mmt-1884l. No product return is required for mmt-7040b. The customer will discontinue the use of the transmitter. Product return for mmt-7841zn is expected, and the customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section e - added middle name as (B)(6). No physical damage to connector pins, cow catcher, or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge properly. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.